Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: four pangea screws were implanted on (B)(6) 2009. After 1.5 years, two of the screws broke (it was not clear which screws). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The device was not returned and was unable to be evaluated. Placeholder.